Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusions set leakage at site event on 10-jun-2024. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3 e1: patient city: (B)(6) patient country: united states.